Event description:
It was reported that impedances read > 10,000 ohms. When using reference electrode 0-3 all combinations with 4-7 were > 10,000 when using reference electrode 4-7 all combinations with 0-3 were > 10,000. Zero and one were > 20,000. Two and three with 4-7 were 18,000-19,000. Four-seven with 2 and 3 were 18,000-19,000. Both extensions were wiped and re-inserted into the adaptor and adaptor into the implantable neurostimulator (ins) with the same impedance results. It was recommended to test the leads. The physician was not prepared to replace leads at the time of the report. The device was going to be programmed using viable pairs.

Manufacturer narrative:
(B)(4).